Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
In 2013 ventricular lead was abandoned due to lead issue, and a different lead was implanted. No patient complications have been reported as a result of this event.